Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp indicating that the cause for the ins taking too long to recharge was unknown, interventions and actions taken to resolve the issue were unknown and it was also unknown if the issue had resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins was taking too long to charge, further stating that after one hour and a half of charging the ins, it was only showing 1/2 full. Patient confirmed that the last time they tried to charge it, the patient was showing 1/4 full when they started and that was two nights ago. Patient stated they were getting all 8 coupling boxes shaded dark when charging. Patient inquired on how fast their ins was expected to charge. Patient was redirected to follow up with the health care professional (hcp) to discuss the charging too often and check recharge statistics if needed and also to discuss estimated recharge interval. It was reviewed with the patient that recharge frequency depended on settings, usage and system integrity. Adhesive disks were also sent to the patient. No further patient complications were reported/ anticipated as a result of this event.